Event description:
It was reported that a user experienced hyperglycemia after reconnecting the ilet bionic pancreas system when a dexcom g7 sensor was paired, showing a high glucose reading following approximately three hours off the ilet for charging and food intake that included french fries. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting for high glucose with follow-up to confirm downward trend. Investigation included user interview and device use review. Investigation of this case revealed no device malfunction identified, with hyperglycemia plausibly associated with system disconnection and carbohydrate intake, and the device functioned as designed once the sensor was paired. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.